Manufacturer narrative:
Review of the batch manufacturing records indicates ten packs were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the reported lot; the other event was reported under this pi, therefore no further trending activity is required. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported, "box was opened at the hospital and 2 of the cements were leaking in box."